Manufacturer narrative:
No suspect product was received; however, customer provided photos were received and evaluated. Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, customer provided photos were received and evaluated. The photos show the suspect cartridge; and the cartridge tip can be observed to be damaged. Due to the quality of the photos, no further evaluation could be performed, and no further issues identified. The complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 16, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device revealed that it was received with the plunger rod partially advanced. The cartridge and cartridge tip presented damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified in the lens module which could have contributed to the complaint event. Device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no resistance was felt. No lens was received for evaluation. The complaint issue "delivery issue" was not identified product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code 4648 - insufficient information is to capture the unknown treatment for the corneal edema. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the surgeon applied methyl in the designated area on the cartridge of the preloaded intraocular lens (iol), and during the implantation, the lens got stuck on the plunger of the injector, preventing the iol from coming out. The patient, who has only one eye, started moving excessively during the surgery due to the incident. As a result, the doctor had to use forceps to pull out the iol and switch to the alcon injector. It is noted that the tip of the cartridge was in contact with the eye and the lens was fully implanted. There was a few minutes of delay in procedure. The patient did not seek medical attention nor was the patient prescribed medication (outside the standard of care). The product is not available for return as it remains implanted. Additional information was received reporting that after about three attempts to implant the iol, screwing the injector, the iol did not come out completely, and remained stuck in the cartridge. The surgeon removed the cartridge from the eye, then removed the iol from the cartridge with forceps. The lens was then implanted using the alcon cartridge. The patient was re-examined on (B)(6) 2024, on the sixth day post-operation, and it was noted that the corneal edema has subsided and the patient should be fine. Additional information was received reporting that the edema has been successfully treated. No further information was provided.